Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was inserted and the leaflets were successfully grasped. The deployment sequence was performed per IFU, but after the physician pulled back on the actuator knob, the clip slightly opened. The clip was confirmed stable on both leaflets and no additional treatment was needed. Mr reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.